Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
The patient reported experiencing elevated blood glucose of up to 300 mg/dl for the past 6 weeks. The patient bolused through the infusion device to lower blood glucose levels. The patient believes the infusion device is not delivering insulin properly. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.